Event description:
Additional information was received on 11nov2024. The components were assembled during procedure preparation. The trocar stylet was advanced into the blue catheter, and the blue catheter was advanced into the metal stiffening cannula.

Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the 5 fr blue catheter from a rosch-uchida transjugular liver access set was damaged before the procedure. The user changed to another device to continue the procedure. A customer provided photo shows a tear/split in the catheter material near the distal tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the 5 fr blue catheter from a rosch-uchida transjugular liver access set was damaged before the procedure. The components were assembled during procedure preparation. The trocar stylet was advanced into the blue catheter, and the blue catheter was advanced into the metal stiffening cannula. The user changed to another device to continue the procedure. A customer provided photo shows a tear/split in the catheter material near the distal tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), quality control procedures, specifications and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One prior to use set was received (all components were sealed aside from the blue catheter). The blue catheter appears to have a small slice near the distal tip, and a portion of material appears to be missing. The proximal end appeared wavy. The metal cannula showed no signs of damage and was able to accept the checker tubing without difficulty. Dimensional analysis confirmed that the device and components were manufactured to the correct specifications and tolerances. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device lot and subassembly lots found no relevant nonconformances. It should be noted that there were no other complaints associated with the final product lot number. This product is not supplied with an instructions for use (IFU) pamphlet. Evidence gathered upon review of the dmr, DHR, and device failure analysis, there is no indication the complaint device was manufactured out of specification. Cook did not identify any nonconforming material in house or in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.